Event description:
It was reported that during a revision acl reconstruction, the tip of the unit came off inside the knee of the pt. It was further reported that the tip could not be located.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.